Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms and high capture thresholds. Device interrogation findings raised concern for a possible lead-related issue, and further evaluation including an x-ray scan and testing confirmed rv lead perforation extending to the pericardium. Subsequently, the patient underwent a successful rv lead revision procedure, where the lead was reposion. No additional adverse patient effects were reported. This rv lead remains in service.